Manufacturer narrative:
(B)(4). Data has been received for investigation. A follow-up will be submitted upon completion of data investigation.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon completion of data investigation it was determined that data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The probable cause could not be determined.